Event description:
It was reported that the ilet user experienced hyperglycemia with blood glucose reaching 307 mg/dl after multiple infusion set changes and temporary disconnection, used external injections, then reconnected with a new contact detach 6 mm, 23 in infusion set; glucose later trended down to 197 mg/dl and continued decreasing. Symptoms included elevated blood glucose. Outcomes included temporary impairment requiring troubleshooting and follow-up. Investigation included technical support review, user guidance on infusion set troubleshooting, and monitoring of glucose trend post-intervention. Investigation of this case revealed that the device was functioning as expected after set replacement and reconnection, with glucose responding to corrective actions. It was concluded that the cause of the hyperglycemia was unclear, with no evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.